Event description:
The reporter states that the customer obtained a 77mg/dl and 134mg/dl blood glucose comparison on the accu-chek compact plus system. The test results were obtained within ten minutes. No reported actions taken or treatment rendered. New system sent to customer and return requested.